Event description:
The user facility reported that the tip of the catheter became damaged during a coronary catheterization procedure. Communication with the user facility confirmed the following: the distal tip of the catheter became partially separated, but remained attached; the entire device was able to be removed from the patient in "one piece"; there was no patient impact as a result of the event; the initial procedure was completed successfully; and the patient was reported to be fine following the procedure.

Manufacturer narrative:
The involved device has not been returned for evaluation. Inspection of a retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of a retained sample from the reported lot confirmed that performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, manipulate the guiding catheter slowly and carefully in the vessel. If any resistance is felt or if torque cannot be transmitted properly to the catheter tip, kinking or distortion may occur. In such case, stop manipulating the guiding catheter and determine the cause by fluoroscopy. Manipulating the catheter without determining the cause may result in damage to the vessel, breakage or separation of the catheter; do not advance the guide wire hastily and/or insert it into the guiding catheter by force when the catheter is bent or twisted. Such manipulation may cause the catheter to rupture/break resulting in damage to the vessels; and "when advancing the tip of the guiding catheter into the coronary artery, do not advance it beyond the distal end of the dilatation catheter. Advancing the guiding catheter beyond the distal end of the dilatation catheter will increase the risk of damaging the coronary artery". All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
Conclusion: based upon evaluation of undamaged sections of the returned sample & a retained sample. The involved device was returned to the manufacturing facility for evaluation. Visual inspection of the returned sample confirmed that: the catheter had been distorted approximately 590mm from the distal end; magnified visual inspection of the distorted area revealed that the braided wire inside the catheter had become exposed; and (3) injection of saline solution into the device revealed a leak at the distorted area. Inspection & testing of undamaged sections of the returned sample confirmed that there were no defects or anomalies and performance specifications were met. Inspection of the retained sample from the reported lot confirmed that there were no defects or anomalies and performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. The cause of the reported event cannot be definitively determined based on the available information. However, the event description and appearance of the returned sample are most consistent with the catheter having been damaged and kinked due to a torque force being applied to the device during use. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00109 to provide additional information regarding evaluation of the returned sample.